Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that the distal tip got unraveled and fractured with the other section of the spring tip not returned. The outer diameter of the middle and proximal section were within specification. However, the outer diameter of the distal tip as well as the overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a radiopaque marker detachment occurred. A rotawire was selected for use. During procedure, it was noted that the radiopaque marker on the tip of the wire became detached. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the detached radiopaque marker on the tip of the wire could not be retrieved and remained implanted on the patient's vessel. No further interventions were performed and the patient's status was stable.